Manufacturer narrative:
Based on additional information received on 2/3/2016, the event description was updated. The event description originally stated "the customer states that six patients experienced pneumothorax between 2013-2015. The catheters were installed by professionals in patients who consciousness was compromised. Four patients were kept for orotracheal intubation. All of the events were diagnosed as respiratory deterioration. A chest x-ray later confirmed pneumothorax in all six patients. Five patients had extended hospital stays due to the verified complications. One of the six patients died as a result:. Updated event description "the patient was hospitalized in the medical surgical unit. An ng tube was installed. A chest x-ray was done and it showed the tube in the projection site of the right basal segmented bronchial tube. The patient did not have pneumothorax or hemothorax. The patient was not sedated. The installation was performed by an experienced nursing professional. The patient was not intubated. An x-ray of the abdomen was required". The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. As per the instructions for use, it warns that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The patient was hospitalized in the medical surgical unit. An ng tube was installed. A chest x-ray was done and it showed the tube in the projection site of the right basal segmented bronchial tube. The patient did not have pneumothorax or hemothorax. The patient was not sedated. The installation was performed by an experienced nursing professional. The patient was not intubated. An x-ray of the abdomen was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states that six patients experienced pneumothorax between 2013-2015. The catheters were installed by professionals in patients who consciousness was compromised. Four patients were kept for orotracheal intubation. All of the events were diagnosed as respiratory deterioration. A chest x-ray later confirmed pneumothorax in all six patients. Five patients had extended hospital stays due to the verified complications. One of the six patients died as a result. There were six patients involved with one report. Additional information has been requested; however, further information regarding which patient died is unavailable. Below is the patient information for the six patients: (B)(6).